Event description:
New information recevied stated that lead was capped and replaced.

Manufacturer narrative:
A partial lead measuring 39.5cm was returned for analysis. External insulation abrasion was noted at 0.9-1.4cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 9.3-9.4cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 16.7-16.8cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. Internal insulation abrasions under the svc shock coil were noted at 1.7-1.8cm, 1.9-2.0cm, 2.4-2.5cm, 2.9-3.0cm, and 3.3-3.4cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.